Manufacturer narrative:
(B)(4). Device evaluation is pending. Results of evaluation will be updated when received.

Event description:
Edwards received information that a 29mm bioprosthetic mitral valve, implanted six (6) years, two (2) months, eighteen (18) days, was explanted due to "mitral stenosis and regurgitation secondary with evidence of chordal obstruction and obstruction to flow by echo". The explanted device was replaced with a 29mm same model valve. The patient expired in or after becoming hypotensive. Per op notes " the mitral valve was identified and was grasped using 2-0 ethibond sutures for traction and excised using scissors. Sharp and blunt dissection' to minimize destruction of adjacent tissues and removed. This proved extremely troublesome by virtue of the intense fibrous reaction around the valve, the adherence of all of the covering material of the valve anulus struts to the adjacent tissues of the left ventricular wall and chordal hypertrophy and fibrosis..... As noted, what remained was a u-shaped area with fibrotic endocardium, atrial tissue, and the annular residual tissue. Sutures were passed in such a manner to encompass this for security. This proved somewhat tedious given the depth af his wound, depth of the tissue involved in the available materials. These suture then passed to the sewing ring of a 29 mm valve as noted..... The valve was seated. The sutures were grasped and using mechanical suture tying crib device placed under traction and with somewhat vigorous tapping and continuous pressure, the sutures were tightened, the device fired transecting the sutures in sequence. On the completion of this with testing, no significant leak was noted. The findings noted were persistent a chordal structure and although initially there was some mild ai noted one particular area became more significant and was at least moderate. Most striking during this period was inability to raise the blood pressure once the release of the crossclamp had occurred and up to 10 and 20 units of vasopressin were utilized along with massive doses of levophed and moderate doses of epi, use of neo and intra-aortic epi and leva administered by the intraaortic balloon pump, which was positioned by the contralateral femoral artery following guidewire via percutaneous stick followed by dilators, followed by the intraaortic balloon pump, and positioned in the proximal portion of the descending aorta. This did not prove to be helpful primarily because of the overwhelming vasodilatation and persistent hypotension..... Consideration was given to several strategies including an ECMO and other devices. It was apparent that the persistent hypotension resulted in increased dysfunction of right and left ventricle. With a considered opinion of the group along with anesthesia, these devices were not addressed, the issue of failure to respond to vasopressors and to maintain an adequate mean and it was felt that after prolonged period of cardiopulmonary bypass and multiple attempts that the efforts should be discontinued."

Manufacturer narrative:
Device evaluation summary: x-ray demonstrated minimal calcification on leaflet 1, moderate calcification on leaflets 2 and 3, commissure 2 bent, and wireform distortion around leaflet 1. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 6mm on leaflet 2 at the outflow aspect. Thrombic material was observed on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 3 by 3mm near commissure 1 at the outflow aspect. Incidental findings: leaflet 3 had a cut of 10mm in the cusp region near commissure 1. The cut had a straight and smooth edge. The sewing ring was cut around the valve and the wireform was exposed near commissures 1 and 2 at the inflow aspect. Suture of 16 inches was attached to commissure 2, and suture of 30 inches was attached to commissure 3. Returned with the valve were fragments of host tissue and one pledget. The reported stenosis was confirmed as secondary to host tissue and calcification. Bioprosthetic leaflet calcification and host tissue overgrowth are two common chronic failure modes in bioprosthetic heart valves. Their occurrence is highly variable among patients. It is generally believed that patient biological factors and/or preexisting medical conditions and comorbidities play major roles in the development of bioprosthetic tissue calcification and/or host fibrotic tissue overgrowth. However, the underlying mechanisms are not completely understood. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No CAPA is applicable; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Device was returned for evaluation.